Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that underfill and foreign matter were found with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it has been brought to our attention by a customer complaint, regarding bd vacutainers with serum separator. The vials have speckles on the inside of the vial and did not have enough suction to get the adequate amount of blood into the vial. These vacutainers have been exposed to temperature levels that exceed the manufactures controlled temperature compliance that is listed on the outside of the vial. Based on the customers complaint and the condition of these items we have removed them from the shelf. We have checked and inspected our inventory of all vacutainers and we have some blue, green, orange, red top, etc. With the serum separator that are showing these spots on the inside of the vials. Our question is does these spots in the vials make this product un-useable/saleable? Below is a list of the possible affected vacutainers. Please review and advise what action we need to take next. Thank you!"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill and foreign matter were found with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it has been brought to our attention by a customer complaint, regarding bd vacutainers with serum separator. The vials have speckles on the inside of the vial and did not have enough suction to get the adequate amount of blood into the vial. These vacutainers have been exposed to temperature levels that exceed the manufactures controlled temperature compliance that is listed on the outside of the vial. Based on the customers complaint and the condition of these items we have removed them from the shelf. We have checked and inspected our inventory of all vacutainer¿s and we have some blue, green, orange, red top¿ect. With the serum separator that are showing these spots on the inside of the vials. Our question is does these spots in the vials make this product un-useable/saleable? Below is a list of the possible affected vacutainers. Please review and advise what action we need to take next. Thank you!"